Event description:
It was reported that after the spaceoar vue and transperineal fiducial marker placement procedure under local anesthesia, the images were reviewed, and it was suspected a rectal wall infiltration (rwi) occurred. The planned computerized images were reviewed, and it was observed that in certain sections, it appeared that the rectum was conforming to its own shape, and within the gel, there seemed to be strands of tissue that might represent the layers of the rectal wall. Additionally, it appeared there was a thin layer of fat potentially posterior to the hydrogel that made it seem like the device was not in the rectum. A magnetic resonance imaging review was conducted, upon examination, certain sections appeared to be encapsulated hydrogel, and it was determined to be rwi. There was a substantial amount of muscle behind the gel, indicating that the infiltration occurred in the outer layer of the rectal wall. The physician planned to do 28 fractions of treatment; however, at the time of this report, it is unknown if it had already begun.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.